Event description:
It was reported that the patient was in the hospital on two separate occasions and treated with medication for urinary tract infection bacteria that was caused by the purewick female external catheter. The customer said that it cost them (B)(6). They wanted to return both machines and wanted at least half of their money back. The representative advised them that they cannot accept the machine back because it has been opened and also advised that the purewick is external and not internal, so it did not cause the urinary tract infection. They can accept the box of unopened wicks in a quantity of 30, and there would be a (B)(6) restocking fee for the return of the product.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Experiencing moderate/heavy menstruation and cannot use a tampon. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.